Manufacturer narrative:
The event unit is anticipated to return. A follow-up report will be provided upon the completion of the investigation.

Event description:
Procedure performed: diagnostic laparoscopy. On (B)(6) 2018 (during the morning) a kii-fios-first-entry-system (ctf73) was used in a laparoscopy in [institution name]. The kii fios first entry system is a sterile single use product (trocar sleeve and obturator) made of translucent plastic (possibility of insufflation and entry through visualization). While inserting the system, the tip of the trocar broke off. (B)(4). Additional information received from sales representative by phone on (B)(6) 2018: the sales representative was at the hospital today and took some pictures and spoke with the operating room-manager. The tip of the obturator broke off. It was not a clean break, but a fragmented one. The pieces fell into the abdominal cavity of the patient. 2 pieces were retrieved. The sales representative will check with the hospital if these 2 pieces complete the obturator. According to the operating room-manager, there is a possibility that something went wrong in the application of the product, as the surgeon that inserted the trocar was a first-time-user for this product.

Event description:
Additional information received from sales representative by email on (B)(6) 2018: the hospital is unsure whether all pieces were removed from the abdomen of the patient. Additional information received from sales representative by email on (B)(6) 2018 regarding the patient status: so far, no patient injury is known to the hospital.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complaint's experience of a fragmented obturator tip. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by material degradation during the molding process, which could cause the part to be more prone to brittle fractures. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.